Event description:
This report is in regards to the c4617s tips (quantity of 2). The handpiece was not at full amplitude due to the tips. Cusa amplitude setting was at 100% and when the surgeon tried to use the cusa, it only showed 10% amplitude. The cusa mother board showed the warning light for tip not properly connected. They tried 3 tips and handpieces. All the same error. The 4th hand piece was used and they opened a new c4617s tip and it worked. There was no patient injury. However, there was a 3 hour surgery delay due to the problem. Additional information has been requested. Lot numbers of the tips used were unknown. The tips were discarded by the or staff. Linked to mfg. Report number 3006697299-2017-00037.

Manufacturer narrative:
Investigation completed 3/01/2017. Method: -DHR review, -trend analysis, - failure analysis. The device in question was not released for review (discarded), or the lot number was not provided. A two year look back for for this reported failure and or related to "amplitude only showed 10% amplitude " for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. Conclusion: given that no product is being returned for evaluation, the suspect product cannot be evaluated and no root cause can be determined. The reported complaint is unconfirmed. The problem was resolved by changing out the c4617s tip with new, unused product.